Event description:
It was reported that on (B)(6) 2026, the patient was admitted due to intermittent gross hematuria for more than five days. On (B)(6) 2026, the patient underwent transurethral resection of a bladder tumor and left ureteral stent placement under general anesthesia. Postoperatively, the patient returned safely to the ward. Medical orders included oxygen via nasal cannula at 3 l/min, ECG monitoring, indwelling three-way urinary foley catheter, and continuous bladder irrigation at 80 drops/min, with the outflow clear. The catheter was secured and patent. On (B)(6) 2026, the first postoperative day, at 12:30 during rounds, it was found that the patient¿s urinary catheter had slipped out and the balloon had ruptured. The patient reported no abdominal pain, bloating, or discomfort. The doctor was immediately notified, and the medical order was to reinsert a three-way urinary catheter, secure it properly, ensure patency, and continue bladder irrigation at 60 drops/min, with the outflow remaining clear.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.